Event description:
Customer just started using the insulin pump last thursday and received two motor errors while trying to give a bolus. Customer's blood glucose is 132 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer uses the sensor feature. She was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.